Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting undersensing of small amplitude measurements on the right ventricular (rv) channel. A drop in pacing impedances down to 300 ohms as well as loss of capture and high thresholds were also noted on the rv channel. No changes were made and the crt-d remains in service. No adverse patient effects were reported.